Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose. The customer's daughter also reported that they received a battery out limit alarm and history check failed alarm after battery change. The customer's blood glucose was over 800 mg/dl at the time of the incident. The customer's daughter stated that a temporary basal was not programmed before the history check failed alarm. The customer's daughter stated that the insulin pump was stored without a battery. The insulin pump will not be returned for analysis.